Event description:
It was reported that alerts have been triggering over the past two years for high impedance on the right atrial (ra) lead. Impedance was also varying. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that rising impedance and a pending fracture were noted on the ra lead. The lead was capped and not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.